Manufacturer narrative:
There were three lot numbers involved: 011-051011-02, 011-050906-05, 011-050926-01, but cannot determine which lot was the actual failure in this incident. As part of our risk management process a retrospective review of trufit plug complaints (07/2004 to 02/2007) which was prior to smith-nephew integration has been conducted. As a result this complaint has been determined to be reportable.

Event description:
The surgeon's planned procedure to implant four plugs was aborted due to the caps coming off. The surgeon, in an attempt to fix the defects, had no more plugs available. Two oats grafts were used to repair the original defect.